Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation and the customer complaint of disconnect between cannula and connector was confirmed. As received, the connector of the returned cannula was easily disconnected from the cannula body. The connector appeared to have adhesive marks. No other visual damage, contamination, or other abnormalities were found on the product. Review of the device history record (DHR) showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Subsequent investigation and engineering evaluation confirmed a manufacturing defect. Investigation of the root cause is currently under way.

Event description:
As part of fca-152 plan for quickdraw, the 2018-19 complaints were reviewed. It was found that four (4) events, were not filed as mdrs. In three instances connector separations were detected prior to use. In the fourth, the cannula separation occurred during a cannula exchange involving an ECMO patient. There were no device-related injuries. These four events will now be filed as mdrs. Edwards received information that a qd22 (not clinically used) was grabbed off of the shelf to see if the cannula could be pulled apart. The device was able to be pulled apart quite easily. No patient issues reported. No additional information was provided.